Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. A plan was made to open up the battery pocket and test the lead, from there it would be determined if it needed to be replaced. The issue was not resolved as the patient was waiting for an or day.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6) , ubd: 10-feb-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6) , ubd: 10-feb-2025, UDI#: 007 (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that 0-4 contacts were 40k on impedance and had connection issues to the battery when checked. Patient experienced a loss of stimulation; they were unable to adjust the stimulation. When patient was sitting the connections show 0-4 were red "x" and when they stood up the whole 0-7 were red x. Cause is not known but settings not available message was seen; issue is ongoing. Rep thinks the lead might be loose.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was not known if the lead was loose or if there was a function of the lead that was causing it. There were obvious positional changes to the lead/battery connection and the impedances when the patient stood or sat. All on the left lead, the right lead had no issues or high impedances at all. No trauma to the patient, but the patient had been very active int heir physical therapy. The patient had a follow up appointment with the patient next week.

Manufacturer narrative:
Continuation of d10: product ID 977a275. Serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a275 serial# (B)(6). Implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device was discarded at the facility.

Event description:
One of the leads had multiple electrodes out and was unable to use half the lead. We tested it with a wens and then connected the other lead to the 0-7 connections and they were all green. We then deemed the lead to be the issue, then removed that lead and implanted a new lead where connections and impedances were all good.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.